Event description:
Patient underwent coronary angiography. During the procedure, the patient developed balloon being lodged in the distal aorta at the left iliac artery. Patient required surgery for extraction of the balloon.